Event description:
It was reported that log files showed that a system controller exchange was performed sometime between (B)(6) 2023 and (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed by the log files that were submitted from (B)(6) and (B)(6). The controller exchange and the sequence of events which lead up to the exchange had been overwritten by newer events in both of the event log files. Based on the available periodic data, it appeared that (B)(6) was exchanged and (B)(6) was connected to the driveline some time between 9:32:48 on (B)(6) 2023 and 18:03:03 on (B)(6) 2023. (B)(6) was then in patient use until it was exchanged on (B)(6) 2023; this second exchange has been addressed by (B)(4). Multiple attempts were made to obtain information regarding this exchange; however, no response was received by the customer. The root cause of observed exchange could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.